Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture and high thresholds and was repositioned. The lead continued to exhibit loss of capture and was explanted on 06/04/12.